Event description:
The customer reported that the edsiii drainage system tubing separated at the "y" site. The customer never heard of this happening before, stating that most likely it was pulled, but still to have one separated at that location is very unusual. The neurosurgery resident was called, the evd was removed. Fortunately the patient was in the process of weaning the evd at the time. Although there is no guarantee that he will not require another, we are following his exams for now and so far so good. Additional information received from the customer explained that there was no acute harm (to the patient), but the nurse reported a large amount of leaked csf by the time it was discovered.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was visually inspected and confirmed the tubing and the patient line has come away from the needless port (y site). Glue traces were found on patient line, tubing, and the needless port. As noted in description it is most likely that this has been pulled causing the disconnection described by the customer. This however could not be confirmed. The current quality inspection for these assemblies is established to 100% tested for leaks and blockages. A review of the history device records was not possible as the lot number was not provided.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.